Event description:
Revision surgery - due to the press fit components becoming loose, the surgeon re-implanted with non porous components.

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 1.8 years of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. The healthcare professional indicated a serious risk to the patient. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the device loosening. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed (B)(4) non-conforming material report associated with this product: ncmr # (B)(4) involved one part that had an oversized feature, the part was accepted and was within the tolerance range for worst case dimensions. A review of the product complaint report history shows this is the (B)(4) complaint for this product: one for device loosening and one due to a fit issue. This is the (B)(4) complaint for this lot number. The root cause for the device loosening was not determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.